Manufacturer narrative:
Additional information section h4 - device mfg date. The field service representative (fsr) inspected the instrument and resolved the issue by replacing the pinch valve, ict aspiration pump. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history review for (B)(6) revealed no additional service ticket associated with discrepant or erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity c processing module did not identify any similar issues as described in this complaint. Additionally, a review of complaint and trending data associated with the pinch valve, ict aspiration pump did not identify an increase in complaint activity. The device history record was reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6), or the pinch valve, ict aspiration pump was identified.

Event description:
The customer observed falsely decreased sodium (na) results generated on the alinity c processing module for an 80-year-old male patient sample. The following data was provided (customer¿s reference range 136-145 mmol/l): (B)(6) 2025 sample ID (B)(6) initial result = 118 mmol/l, repeat results = 139 mmol/l,141 mmol/l. No impact to patient management was reported.

Event description:
The customer observed falsely decreased sodium (na) results generated on the alinity c processing module for an 80-year-old male patient sample. The following data was provided (customer¿s reference range 136-145 mmol/l): on (B)(6) 2025 sample ID (B)(6) initial result = 118 mmol/l, repeat results = 139 mmol/l,141 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.